Manufacturer narrative:
Block b3: exact date unknown, event occurred late (B)(6) 2023.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the explanted device was kept by the medical facility.